Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.